Event description:
The customer reported being hospitalized for a week due to diabetes ketoacidosis and high blood glucose over 700mg/dl. The customer stated that she was getting some alarms. The customer mentioned that the device was stored or not in use for an extended period of time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.